Event description:
It was reported that a possible problem with the implantable neurostimulator (ins) was reviewed/suspected/alleged. It was reported that the battery seemed to be shifting. It was also noted that it was ¿flipping again¿ and it made it difficult to charge. The patient stated that they had trouble with charging and ¿keeping in place¿ because they had more fat near the ins. The patient also stated that it was ¿shifting.¿ it was noted that the battery ¿stuck out 1.5 inches.¿ the patient stated that their husband had to sit and hold while charging. The patient stated that they did not remember when this started ¿maybe three months ago or something.¿ it was noted that a problem with the patient programmer was reported. The patient noted that they were not able to adjust stimulation and will not charge anymore as they wanted the device out. The patient noted that they could not get the device out until the ¿blood work was back to normal.¿ the patient was confused because they ¿never did a blood test.¿ the patient had not charged in two to three months. The possibility of overdischarge was reviewed with the patient. The patient stated that they were scared of the device. The patient stated that they did see one icon early in the call that looked like a ¿calculator with battery that was empty in front¿ but the patient was not sure if it was the ins or patient programmer. It was noted that it showed the battery was low but unable to confirm if this was the patient programmer low battery icon or the ins icon. The patient was unable to acquire any other screen besides the poor communication screen. It was noted that there was a loss of therapeutic effect. It was noted that it worked but did not work as much as of the date of report. The patient was not sure if the body adjusted to it or if they were becoming worse. The patient stated when they adjusted the stimulation to where it would help with the pain it was ¿too intense¿ in the chest. The patient was not sure when it was last adjusted. The patient was not sure if it was on or not. The patient also noted that they were ¿frightened¿ of the device and had ¿so many issues wrong with [the patient].¿ the noted a deteriorated spine. The patient noted that they had a rod in the body because of degenerative disc disease in the back. The patient also mentioned that they needed an MRI of the head which was not related to the implant and ¿that it was due to crazy nightmares ever since a child.¿ the patient also mentioned that they were ¿handicap¿ and had no use of the left leg and a little of the right leg. The patient stated that they used a battery cart and could ¿lower self down.¿ it was noted that it made it difficult to charge ¿the whole time.¿ the patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n320829, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).